Event description:
On (B)(4) 2013, it was reported that the patient's blood glucose was elevated on the evening of (B)(6) 2013, and she made a correction bolus and went to bed. On (B)(6) 2013, the patient's blood glucose levels had been elevated as high as 30 mmol/l (540 mg/dl) and correction bolus with the infusion device were not successful. The patient changed the accessories on the device, but her blood glucose continued to be elevated. She felt sick, nauseous, and had a headache. The patient stated that she no longer has confidence in the infusion device. At 7:00 pm the patient switched to a new infusion device and her blood glucose level was 7 mmol/l (126 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.